Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. Customer was able to clear the alarm also able to rewind the insulin pump. Customer stated that fill cannula was recorded in the daily history. Customer performed the self-test and it did not passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.